Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2339 is being used to capture the reportable event of ulcer. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient who underwent a spaceoar vue placement experienced complications, including the passage of gel fragments through the rectum and the development of an ulceration on the anterior rectum. After the hydrogel placement, the patient was not able to sit for a few days, and excreted hydrogel after fraction 8 of radiation treatment. The patient was admitted to the hospital, a colonoscopy revealed hydrogel and an ulceration on the anterior rectum, prompting further investigation. A computerized tomography (CT) scan showed the spaceoar vue device in place, as well as a severely distended bladder and a 1x2 cm area of decreased density material between the device and the rectum. It was indicated that the patient already had a distended bladder on his pre-biopsy magnetic resonance imaging (MRI). In the physician's assessment, the patient's symptoms and test results suggest that some of the hydrogel may have got under the rectal wall, causing an ulceration and allowing the hydrogel to be pushed out into the rectal lumen. The patient's pre-existing bladder issues may have been exacerbated by the hydrogel, leading to near-retention. The patient's radiation oncologist, reviewed the case and noted that the patient was feeling better and the ulceration was small. The physician decided not to start antibiotics and instead planned to pause the radiation treatment to allow the mucosa to heal. He suggested resuming radiation later, possibly adding one or two fractions to make up for the time gap. Imaging tests, including a sim CT and MRI, were conducted to assess the situation. The sim CT showed that the hydrogel looked okay at the base and midgland, but there was possible rectal wall invasion (rwi) at the apex. The MRI report revealed that the gel had tunneled through the rectal wall and into the lumen, causing a 1.2cm x 1.5cm lesion. The patient is refusing catheterization for urination but is able to urinate on his own, which seems stable. The radiation oncologist would like to have the patient scoped by a gastroenterologist (gi) in about 6 weeks to assess whether the mucosal hole has healed. There is a reasonable chance that the hole would have healed by then, as long as it is not being tented open by the hydrogel. It was reported that the patient's condition will be closely monitored to ensure the best possible outcome.

Event description:
It was reported that a patient who underwent a spaceoar vue placement experienced complications, including the passage of gel fragments through the rectum and the development of an ulceration on the anterior rectum. After the hydrogel placement, the patient was not able to sit for a few days, and excreted hydrogel after fraction 8 of radiation treatment. The patient was admitted to the hospital, a colonoscopy revealed hydrogel and an ulceration on the anterior rectum, prompting further investigation. A computerized tomography (CT) scan showed the spaceoar vue device in place, as well as a severely distended bladder and a 1x2 cm area of decreased density material between the device and the rectum. It was indicated that the patient already had a distended bladder on his pre-biopsy magnetic resonance imaging (MRI). In the physician's assessment, the patient's symptoms and test results suggest that some of the hydrogel may have got under the rectal wall, causing an ulceration and allowing the hydrogel to be pushed out into the rectal lumen. The patient's pre-existing bladder issues may have been exacerbated by the hydrogel, leading to near-retention. The patient's radiation oncologist, reviewed the case and noted that the patient was feeling better and the ulceration was small. The physician decided not to start antibiotics and instead planned to pause the radiation treatment to allow the mucosa to heal. He suggested resuming radiation later, possibly adding one or two fractions to make up for the time gap. Imaging tests, including a sim CT and MRI, were conducted to assess the situation. The sim CT showed that the hydrogel looked okay at the base and midgland, but there was possible rectal wall invasion (rwi) at the apex. The MRI report revealed that the gel had tunneled through the rectal wall and into the lumen, causing a 1.2cm x 1.5cm lesion. The patient is refusing catheterization for urination but is able to urinate on his own, which seems stable. The radiation oncologist would like to have the patient scoped by a gastroenterologist (gi) in about 6 weeks to assess whether the mucosal hole has healed. There is a reasonable chance that the hole would have healed by then, as long as it is not being tented open by the hydrogel. It was reported that the patient's condition will be closely monitored to ensure the best possible outcome.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2339 is being used to capture the reportable event of ulcer. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 (patient and impact codes) has been corrected.